Event description:
This is filed to report unintended movement, worsening mitral regurgitation (mr), unspecified tissue injury. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3+ with an enlarged atrium and a prolapsed anterior leaflet. The first clip (ntr) was advanced to the mitral valve. It was noted that the delivery catheter (dc) handle could rotate while the dc fastener was fastened. The clip was able to be implanted. Few minutes after deployment, the clip had detached from the anterior leaflet (single leaflet device attachment (slda)). Another clip (xtr) was advanced to the mitral valve. Due to slda, the leaflets were not moving synchronously, causing difficulty grasping the leaflets. A loss of leaflet capture was experienced after the grippers were lowered. After about six hours of grasping attempts, the physician concluded that the system was unstable. It was noted that the m-knob did not work as usual; and the delivery catheter (dc) handle could rotate while the dc fastener was fastened. The second clip was removed. It was noted that the ¿+¿ knob on the steerable guide catheter (sgc) had to be turned more than usual to get an ideal curve. One day post-procedure, mr have worsened to grade 4+. It is unclear what have caused the mr to worsen, but it was thought to be tissue damage. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance / sticking (m knob) could not be confirmed via returned device analysis. The reported difficult or delayed positioning (leaflet grasping) and positioning failure (leaflet capture - clip not implanted) could not be replicated in a testing environment. The reported unintended movement (dc shaft positioning), associated with the dc handle being rotatable while it¿s fastened, was a normal function of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) was due to procedural conditions (i.e., irregular leaflet motion caused by slda clip). A cause of the reported positioning failure (leaflet capture - clip not implanted) could not be determined. A cause of the reported physical resistance (m knob) could not be determined as the issue could not be identified in device analysis. The reported unintended movement (dc shaft positioning) was determined to be a normal function of the device. The reported worsening mr and suspected tissue injury were related to procedural circumstances as the previously implanted clip had an slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.